Event description:
It was reported that bd smartsite vented vial access device experienced a case of flow issues, and a case of leakage. The following information was provided by the initial reporter: smartsite vented vial access device not working properly. They "clog"/don't perfuse as soon as we put them in (not working). The ventil/valve is permeable to the drug, drooling/leaking - paclitaxel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-06. H6: investigation summary three mv0420-0006 samples from lot 212023 were received for investigation; all three samples were received attached to vials which contained residual medication. Each of the products were subjected to functional testing by attempting to flush fluid into and out of the vial access device (vad) using a 50ml bd plastipak syringe from stock; no occlusions or fluid restriction was observed throughout testing. The vials were then detached from the mv0420-0006 samples and visually inspected; in one of the vials it was noted that the vad had been spiked off center from the target area of the via. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause could not be determined, however they confirmed that damage of this nature can be caused by an angled insertion technique (sometimes referred to as an "anti coring vial access technique") of the spike into the vial causing the spike to be pushed into the side wall of the vial. Please note that the spike of the mv0420-0006 vial access device is designed to be inserted at the central circle on the rubber bung of the vial using a vertical force and not by using an angled insertion technique. A review of the production records for lot 212023 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mv0420-0006 set in the past 12 months. H3 other text : see h10.

Event description:
It was reported that bd smartsite vented vial access device experienced a case of flow issues, and a case of leakage. The following information was provided by the initial reporter: smartsite vented vial access device not working properly. They "clog"/don't perfuse as soon as we put them in (not working) the ventil/valve is permeable to the drug, drooling/leaking - paclitaxel.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.